Event description:
Edwards received information that nine (9) years and ten (10) months after implant of this surgical valve a transcatheter valve was implanted (valve-in-valve) due to severe calcification. It was noted that the patient is alert, doing great, and was discharged on pod #2.

Manufacturer narrative:
Device remains implanted. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. Calcification of valves occurs as a progressive, time-dependent process. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.